Event description:
It was reported that "erosion" of both cranial and caudal endplates of the treated disk occurred. Bone union did not occur.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Medical interpretation: x-ray of lumbar spine afterl5/s1 transforaminal lumbar interbody fusion (tlif). Reason for surgery is obscure as severe degenerative disc disease is present at l3/4, l4/5, and l5/s1. Fusion noted at ls/2 leaving only l1/2 as a functioning (normal disc). Vacuum disc phenomenon noted at l3/4, l4/5. End plate remodeling and developing fusion noted through spacer as expected. No "erosion" or malfunction is apparent. Continued arthritic back pain would be an expected outcome in the patient. Inconclusive.